Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
Customer reported that after the treatment on a patient use, for cardiac arrest, the autopulse platform displayed a message that stated "realign patient." The emergency crew re-aligned the patient, restarted the platform and only a couple of compressions were administered when they received the same message again to re-align the patient. The medic attempted to use the platform several more time with no success. The crew was able to obtain another autopulse platform to complete the treatment. There were no issues reported once the platform was changed. No additional patient information was disclosed. No further information was provided.

Manufacturer narrative:
The autopulse platform was returned to zoll (B)(4) for evaluation on (B)(4) 2015. Visual inspection was performed and the front enclosure was noted to be damaged. The autopulse platform is a reusable device and was manufactured on 11/24/2014. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and not related to the reported complaint. Functional testing was performed and the platform passed testing. The platform was run for 5 minutes using test manikin and 6 minutes using large resuscitation test fixture (equivalent to 250 pound patient) with no problem. In addition, the platform was also subjected to a load cell characterization test and it passed testing. During functional testing of the platform, the "system error" message occurred and it was determined that the pca processor board was at a fault. In summary, the reported complaint of the platform displayed realigned patient message on screen was not confirmed during functional testing. The platform passed all testing. Unrelated to the reported complaint, the physical damage to the platform was attributed to normal wear and tear. During functional testing, the observed "system error" message is unrelated to the reported complaint. The pca processor board was replaced to remedy the "system error" message. Per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. Per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. Following service, including replacement of the front enclosure and the pca processor board, the platform passed all testing criteria.